Event description:
A surgeon reports six of his pts have experienced toxic anterior segment syndrome (tass). This report is for one of these pts and filed as manufacturer report number 3002037047-2006-00020. The other manufacturer report numbers are: 3002037047-2006-00017,3002037047-2006-00018,3002037047-2006-00019,3002037047-2006-00021,3002037047-2006-00022. A site visit by a nurse consultant was requested to assist the facility with their on-going investigation of tass. The visit took place in 05/2006. During the visit the reporting surgeon indicated that he thought the viscoelastic may be contributed factor. The consultant identified several areas for consideration following the site visit. Using an etoh rinse after decontamination phase prior to sterilization; segregatin the clean and dirty instruments by placing them in separate containers and placing them correctly on the dumbwaiter; consider purchasing an automated assistance for flushing (quick rinse). Prior to use, examined I&a handpiece and reusable cannulas and injectors under a microscope for any signs of debris or residuals; spend additional time at the end of the case flushing the eye with balanced salt solution; and , consider flashing all trays rather than terminaly sterilizing trays at the end of the day.

Manufacturer narrative:
H.3.6: the complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.